Manufacturer narrative:
Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endosonography procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it didn't expand. The physician then proceeded to deploy the second flange. The second flange expanded, but since the first flange still did not expand, the physician decided to remove the stent using forceps. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be problem free. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h10: an axios stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The inner sheath was also kinked. A destructive inspection was necessary to identify torsion of the delivery system and the outer sheath was not found twisted. A dimensional inspection was performed, and the stent was measured to be within specification. No other problems were noted with the stent and delivery system. Taking all available information into consideration, the investigation concluded that the observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. The reported event of stent first flange failure to expand cannot be confirmed as the stent was received fully deployed and expanded. Based on the available information, there is not enough information to confirm the reported event of stent first flange failure to expand; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope".

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endosonography procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it didn't expand. The physician then proceeded to deploy the second flange. The second flange expanded, but since the first flange still did not expand, the physician decided to remove the stent using forceps. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be problem free. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope".